Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that in a surgery with the excelsius gps, after registration was completed, and before the surgeons began screw placement, a "drb shift" message appeared on the monitor. It is unclear whether navigation accuracy was affected at that point and if the surgeons checked the nav. Accuracy. The surgeons proceeded with screw placement. The control x-rays later showed that all screws were misplaced toward the disc, breaching the endplates. The screws were subsequently revised and repositioned using the conventional method with x-ray guidance. We have been informed that there were no postoperative side effects for the patient. This event occurred in germany.